Event description:
The nurse from the intensive care unit called and stated that the customer needs assistance with his bolus wizard. The blood glucose reading at time of the call was 435 mg/dl. Assisted the customer with understanding how the bolus wizard calculates. No further info was provided for customer's hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.